Manufacturer narrative:
This is a follow-up submission to reflect device evaluation and primary device part number. Also to reflect a change of the part and lot number for the device. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint is confirmed that the glenoid broke. This was noticed 7 years after the implantation. The most likely cause(s) of a broken glenoid include non-compliance to the post-op protocol or post-op trauma to the surgical site. Per device directions for use, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the (B)(4) complaint of this type for this part/lot combination.

Event description:
It was reported that a revision surgery of the left shoulder was performed as the glenoid broke. This was noticed 7 years after the implantation. The glenoid metal back, pe-inlay and humeral head were removed due to metallosis and displacement. A new keeled glenoid was implanted. The revision surgery was successful and no further patient injury is reported.

Event description:
It was reported that a revision surgery of the left shoulder was performed as the glenoid broke. This was noticed 7 years after the implantation. The glenoid metal back, pe-inlay and humeral head were removed due to metallosis & displacement. A new keeled glenoid was implanted. The revision surgery was successful and no further patient injury is reported.

Manufacturer narrative:
This is a follow-up submission to reflect device evaluation and primary device part number. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint is confirmed that the glenoid broke. This was noticed 7 years after the implantation. The most likely cause(s) of a broken glenoid include non-compliance to the post-op protocol or post-op trauma to the surgical site. Per device directions for use, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination.

Event description:
It was reported that a revision surgery of the left shoulder was performed as the glenoid broke. This was noticed 7 years after the implantation. The glenoid metal back, pe-inlay and humeral head were removed due to metallosis & displacement. A new keeled glenoid was implanted. The revision surgery was successful and no further patient injury is reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device has been received and an evaluation is in progress. Device history record review revealed nothing relevant to this event. This complaint is still under investigation. At the current time the cause of the event cannot be determined. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination.